Event description:
It was reported to boston scientific corporation that during preparation for the procedure, an accumax 200 laser fiber was tested and the aiming beam was dim. The procedure was completed with a different device without any complications to the patient. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4) for the as analyzed event of fiber broken within the connector. Visual analysis reveals that the exposed glass tip measures approximately 0.5 mm and appears used. Functional examination reveals that the aiming beam is extremely weak indicating that the fiber is broken within the connector.